Event description:
Received info reporting the pt experienced a "zapping" sensation in the left arm and neck area when standing 6 inches in front of a westinghouse microwave. The zapping stopped when the microwave stopped. Pt reports she has had this sensation before when she turns her neck a certain way or has the ins turned up. Pt feels the microwave was "leaking microwaves" because while heating some liquid was leaking out of the door. She feels this must mean the seal was not "proper." The device is implanted in the upper buttocks area and the microwave sits at waist level. Pt was encouraged by medtronic technical services to stand further away when microwave is in use or it could cause an increase in stimulation sensation. Pt reports in the past, they have found the stimulation turned off and when checking the pt programmer, her stimulation was off. Pt feels she may have accidently turned off the ins herself. She feels the pain has been worse over the last 6 months and therapy is relieving about 30% of it. She does not know what has increased the pain, but the device definitely helps.

Manufacturer narrative:
(B)(4).